Event description:
Patient presented to the physician with an infection at the ipg site. Physician brought the patient into the or, removed the entire inspire system, treated the ipg pocket with antibiotic solution, and closed the site.